Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syr over infused in the neonatal intensive care unit. An infusion of 15ml (18ml in the syringe) of fresh frozen plasma (ffp) was hung at 21:50. At 23:40 the pump alarmed ¿syringe empty¿ and there was approximately 2ml as the volume to be infused. The syringe was empty. The ffp was scheduled to end at 00:50. The nurse ran a flush to administer the remaining ffp in the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.